Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead had plausible fracture.

Manufacturer narrative:
Concomitant medical products: 419478 lead; 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds with no capture and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.